Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. (B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The abbott field service specialist (fss) visited customer site to inspect the customer¿s femto laser system. The fss proactively replaced the delivery system isolators and bushing tubes. Fss checked the level of the delivery system, which the unit was level in both x and y axis. Fss noted that the system has not been moved. Fss confirmed that the customer did not report chair movement to him. However, he turned on visx system to check for chair movement and could not see any movement during a mock surgery. The system was found to meet the required specifications and no issues were found. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss on a patient during the surgery with an intralase patient interface (pi) after the laser fired and system alignment issues, the doctor had trouble aligning the patient with the femtosecond laser system. It was reported that the doctor was able to successfully complete the surgery without complications by switching the cone/ring. There were no patient treatment delays or cancellation reported.